Event description:
As reported by the field clinical specialist, approximately 4 years and 10 months following a transfemoral transcatheter aortic valve replacement (tavr) to implant a 29 mm sapien 3 valve into a native bicuspid aortic valve, the patient presented with shortness of breath and congestive heart failure. The valve was found to exhibit calcification, stenosis and increased gradients. The patient is being evaluated for intervention of either a valve in valve procedure or surgical replacement.

Manufacturer narrative:
Investigation is ongoing.